Manufacturer narrative:
Additional information was received on 1/24/2021. The patient is female. Patient had fully recovered from the event. The physician relates the cause of the adverse event to the procedure. Therefore, a3. Gender was processed. In addition, the lot number was originally reported as unknown. The additional information provided the lot # of 30423011m. Therefore, d4. Lot has been populated, d4. Expiration date, and h4. Device manufacture date. A manufacturing record evaluation was performed for the finished device 30423011m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 2/19/2021, a correction was noted to the 3500a follow-up #1 as h6. Type of investigation ¿analysis of production records¿ was omitted in error. Therefore, this field has been processed.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, a small pericardial effusion was observed, but it was judged that intervention was not required and the patient returned to the hospital ward. Later the patients condition deteriorated and pericardiocentesis was performed. Since the vital signs were stabilized by drainage, the patient was returned to the hospital room. There was no report of extended hospitalization. The sound star eco catheter was not inserted into the left heart system, but into the right heart system. The physician commented that the timing was not clear, but physician felt that catheter was inserted into the left atrium with unusual strength after transseptal. The event is conservatively reported under the ablation catheter.